Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the centrifugal control unit (ccu) and the central control monitor (ccm) displayed dashes (---) for the flow. Flow was observed in the sterile circuit, and the drive motor was running. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was approximately a 10-15 minute delay. There was no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per the user facility, after the case concluded, the perfusionist and biomedical engineer manually tested the centrifugal circuit, and the same issue was observed. Once the perfusion case was opened on the ccm, the flow displayed on the ccu and ccm.